Event description:
It was reported that the device was used during a colostomy takedown procedure. It was reported by the rep that the surgeon fired the ecs25 and experienced difficulty in removing it. The d.o, surgeon in charge, indicated that he felt this stapler should have been released from anastomosis more easily. The tissue donuts were complete. There was no consequence to the patient.